Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported error; the red wire on the lcd (liquid crystal display) was pinched and had exposed wire. (B)(4).

Event description:
It was reported the device had an error code that could not reset. The device was returned for repair. There was no patient involvement.